Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient visited her health care provider for the first refill following her pump implantation, the patient's pump was full. The patient underwent a myelogram and the health care provider found that the patient's pump was not connected. The drug in the pump was unknown. There was no additional information at this time.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, implanted: unknown, product type: catheter. (B)(4).